Event description:
It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via pump and mdi (multiple daily injections).

Manufacturer narrative:
MDR (B)(4) / initial 3 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.